Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnect and rebreathing detected. The patient¿s blood oxygen saturation decreased and the patient required to be manually ventilated with a resuscitation bag. The patient felt clogging with sputum at the time of the occurrence of the alarm. The device was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. There was evidence of circuit disconnect alarms. This is a patient alarm. If there was a failure of the device, a different event code would be generated. There were no other errors to indicate a failure of the device.